Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she couldn¿t turn up her stimulator and got an error message on the screen. No external or patient factors were known to have contributed to the issue. An impedance check was run and electrode 11 was found to be greater than 40000 ohms which was not allowing her to increase stimulation. The patient was reprogrammed around the electrode and she was now getting stimulation and was able to use the remote to increase and decrease stimulation. The issue was resolved at the time of the report. No patient symptoms reported. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedance was not determined. The rep programmed the patient around the electrodes with the high impedances. The electrode is still showing greater than 40k ohms, but the patient is getting relief and is doing well without that electrode. No further information was reported.